Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence due to urethral atrophy leading to the procedure. There were no specific issues associated with the explanted device. The patient did not experience any additional adverse events and no further intervention was required. He moment. Should additional information become available, it will be provided.